Event description:
It was reported that during the implant procedure, the atrial lead caused a pericardial effusion and a pericardiocentesis was performed. The lead remains in use. Since the implant, the patient has been experiencing tachycardia and has been given medications to see if it will help. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.